Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that multiple buttons on their device would not respond when pressed, including the energy select and charge buttons. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed that both the both the energy select and charge buttons responded appropriately when pressed. Physio did observe that two non-critical buttons (options and event) would only respond intermittently when pressed. Physio then replaced the elastomer keypad to resolve the issue with the options and event buttons. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue involving the energy select and charge buttons could not be determined.